Manufacturer narrative:
No unexpected bolus not delivered alarms noted during testing. Multiple boluses were delivered and monitored; the boluses delivered were present in the daily history screen. Unit passed self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor, sleep and current measurement and excessive no delivery tests. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, partially torn off display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer has changed the batteries and the pump does not recognize new batteries. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.